Event description:
It was reported that there was a lead migration so reprogramming was performed. Impedance testing and x-rays were done for diagnostics. The patient had two falls and since those falls she lost coverage in her "left neck." She felt coverage only in her left bicep area. Impedances were within normal limits. Reprogramming was attempted but it was impossible to obtain coverage any higher than her biceps. An x-ray was obtained and showed that her lead moved down two vertebral levels. Patient symptoms associated with this event were less than 50% therapy relief at the lead location. It was later reported that the patient had one lead placed "higher (c2) and one was lower thoracic." Nothing was planned at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754 serial# (B)(4), product type: recharger. Product ID: 97740 serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).